Event description:
Atrial lead impedance out of range alert triggered on (B)(6) 2022. Patient also had a monitored at/af episode on (B)(6) 2022 which appears to indicate sensing issue. Reviewed lead trends and confirmed low atrial impedance measurement on (B)(6). P wave amplitudes are chronically low but steady. Reviewed at/af episode from 19? May and confirmed possible evidence of sensing issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)